Event description:
It was reported that the patient presented for a follow-up in clinic. High capture thresholds was noted the implantable cardioverter defibrillator (ICD). The patient was asymptomatic. No changes were made and there were no consequences to the patient.